Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to it being corrosion on the interface board. There was also corrosion found on motor home switch. The insulin pump was received with cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 140 mg/dl at the time of the call. The customer stated that the insulin pump was started counting up and went blank. Troubleshooting was attempted, but declined by customer. The customer went to the hospital for assistance. Nurse confirmed the display did not return. The customer was advised that the insulin pump will need to be replaced.